Event description:
The practitioner walked into the pt's room to check and look over the dialysis machine, a continuous renal replacement (crrt prismaflex). I noticed that the effluent drain bag hanging on the scale was leaking fluid onto the floor from what appeared to be a faulty valve on the bottom of the bag. I then completed a bag change on the prismaflex and placed a new drain bag on the scale and drained the leaky bag. Once the bag change was complete, I proceeded to clean up the wet floor. The bag was saved for biomed. It was effluent bag/lot number: 0002171.